Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not able to clip tissue, even with different clips used. It was also reported that the clip(s) would fall off without being able to clamp onto tissue. The procedure was completed robotically. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The medium-large clip applier instrument was received and failure analysis found the instrument to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage.